Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 81-year-old female patient developed a large right-sided pulmonary embolism and progressed to scai stage d cardiogenic shock. She underwent emergency thrombectomy of the right pulmonary artery and impella rp flex implantation for right-sided mechanical circulatory support, an off-label use for a patient with pulmonary embolism due to the risk of clot ingestion. The patient was supported for 67.85 hours. During hospitalization, she developed a bowel perforation and underwent exploratory bowel surgery, which revealed intestinal cancer. She survived the surgery and was extubated but later developed recurrent hypoxia. The family elected to withdraw care. The impella rp flex was explanted, and the patient expired following device removal. Impella rp flex will be coded for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to her critical clinical condition. On implant day 3, the automated impella controller displayed ¿placement signal unreliable¿ and ¿flow calculation disabled¿ alarms. The patient remained hemodynamically stable, and motor current was unchanged during these alarms.

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the placement signal issue was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation. The root cause of the pump stop was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation.